Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer; the outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed buckling to the middle sheath 11.3cm approximately 1.1cm long and another buckling 15.9cm from the distal end of the middle sheath. The middle sheath appears wavy between the buckled area. The rack was not fully deployed and is still approximately 37mm from the handle. The inner liner is kinked 1.9cm, 8.4cm, and 9.8cm from the tip. Microscopic examination revealed that the inner liner appears stretched in three places. The first starts at the proximal end of the tip and is approximately 9mm long. The second stretch is 6.6cm from the proximal end of the tip and is approximately 8mm long. The third stretch is approximately 7.6cm from the proximal end of the tip and ends somewhere in the middle sheath but it could not be seen. The stent is missing and did not return for analysis. There is blood present in the middle sheath. The device was functionally tested by rotating the thumbwheel and the sheath started to move proximally as intended. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed damages to the device that can potentially cause deployment issues.

Event description:
It was reported that the outer sheath detached. The 100% stenosed target lesion was located in the severly tortuous and severly calcified left common iliac artery. A 10mm x 100mm x 75mm epic vascular stent was advanced for treatment using an ipsilateral antegrade approach. After the guidewire was passed through, the epic stent was delivered after pre-dilatation was performed, however, it failed to deploy. When trying to remove the device, the outer sheath became separated/detached. The procedure completed with another of same device. There were no patient complications reported and the patient's status post procedure was reported as stable. It was further reported that the outer sheath was accordioned and not separated/detached. The damage was located within 10cm from the hub, but the exact location was unknown. The patient's current condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the outer sheath detached. The 100% stenosed target lesion was located in the severly tortuous and severly calcified left common iliac artery. A 10mm x 100mm x 75mm epic vascular stent was advanced for treatment using an ipsilateral antegrade approach. After the guidewire was passed through, the epic stent was delivered after pre-dilatation was performed, however, it failed to deploy. When trying to remove the device, the outer sheat became separated/detached. The procedure completed with another of same device. There were no patient complications reported and the patient's status post procedure was reported as stable.